Manufacturer narrative:
Section h6 adverse event problem (refer to coding manual) - medical device problem code corrected/updated.

Event description:
It was reported that patient after having a fall and hitting their head patient experienced an uncomfortable shocking sensation down the arm. Lead diagnostics showed that the impedances of the left lead were 300 ohms across all segments. Reprogramming was attempted and program settings were changed wherein the ipg was removed from the circuitry and subsequently the impedance values increased to within normal limits (~1000 ohms) which resolved shocking sensation but not provide effective therapy for tremors. Surgical intervention was undertaken wherein the ipg explanted and replaced. Therapy was restored and uncomfortable stimulation was resolved.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.